Event description:
It was reported that there were concerns of loss of capture (loc) on this left ventricular (lv) lead. (B)(6) technical services (ts) confirmed the loss of capture (loc) and recommended performing a lead testing in clinic. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).